Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant balloon was used for the endovascular treatment on an aortic abdominal aneurysm (50 mm). It was reported during the index procedure that during the touch up of a non-mdt stent graft that the balloon burst. Following this, touch up was successfully performed with a new reliant balloon. As per the physician the cause of the event was possibly due to the balloon touching the edge of the stent graft. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.